Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 01:00am she obtained results of ¿113, 116, 125 and 359mg/dl¿ on the subject meter. The tests were performed more than 20 minutes apart. The patient stated that she manages her diabetes by self-adjusting his insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that seven hours after the alleged meter issue occurred she developed a symptom of ¿shaking¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation, the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.